Event description:
It was reported that patient presented in clinic. It was noted that left ventricular (lv) lead had dislodged and exhibited loss of capture. Lead dislodgement was confirmed via x-ray. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Correction: a2 patient's age corrected to (B)(6).